Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that this case caused unexpected stress on the cable unit due to the user's handling, and that the image did not come out because it broke down. The above device handling has warned in the instruction manual as follows. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device disappeared and flickered black and white. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. They replaced the cable assembly and carried out the functional inspection. There was no report of patient injury associated with the event.